Event description:
Boston scientific received information that during a routine device replacement, the physician removed the suture sleeve from the chronic implantable defibrillation lead and observed kinking in the lead body. Additionally, high out of range shock impedance measurements greater than 125 ohms were observed upon connection of the lead to this replacement cardiac resynchronization therapy defibrillator (crt-d). The lead was surgically abandoned. A new lead was successfully implanted and acceptable shock impedance measurements were observed. No adverse patient effects were reported. This product remains implanted and in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.